Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults; however, a specific cause for the alarms could not conclusively be determined through this evaluation. Additionally, the reported event of dirt and debris covering the yellow line indicator at the pump cable inline connector could not be confirmed as no photographs were submitted for review. A specific cause for this event could not be conclusively determined. The controller event log file contained data from 20may2023 through 22may2023, per the timestamps. A driveline communication fault alarm was captured on 22may2023. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms, including the driveline communication fault, as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 of the patient handbook, ¿living with the heartmate 3¿, also contains information regarding how to clean and care for the driveline. Section 5, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms, including the driveline communication fault, as well as how to respond to each alarm condition. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the outpatient clinic for a regular checkup. The yellow marking on the modular to pump connector was not very visible due to dirt and dust. This was cleaned with a dry cotton swab and screwed on tight again. Directly after the cleaning, a driveline communication fault occurred. The device was running as expected with no issues. The clinic cleared the alarm and confirmed all connections were sufficient. After some seconds, the alarm returned. The modular cable and controller were exchanged. The alarm resolved. The connector and some of the pins of the modular connector seemed dirty but it was not confirmed that this was the problem. Controller MFR #: 2916596-2023-03381. Modular cable MFR #: 2916596-2023-03380.